Event description:
It was reported via repair work order that the top cover was torn with evidence of fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.